Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized due to the customer falling in (B)(6) 2015. The customer's blood glucose level was of 400 mg/dl at the time of the hospital admission. The customer was treated for their blood glucose with their insulin pump.